Event description:
Customer indicated an a positive donor was reported as ab positive on the galileo. The customer indicated no adverse event occurred as a result of the abo discrepancy. The facility was confirming the type from a donor segments on a unit labeled as a postive.

Manufacturer narrative:
The customer indicated the original sample was not available for retyping. A new segment from the the donor was retyped on the instrument as a positive. The instrument images were reviewed. No visible determination could be made why the unexpected reactivity occurred with anti-b for the sample. Tech support could not rule out the possibility of a sample clerical labeling error, sample, or reagent problem which caused the unexpected reactivity. Fwd_aborh testing was performed with in-house donor samples of known aborh types, using retention anti-a, lot 101701, and anti-b series 3, lot 203261, on an in-house galileo. These reagents were used by the customer at the time of the event. All in-house donor samples typed as expected.per the operator manual, a limitation exists for forward only aborh typing. Forward only aborh typing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab or an rh (d) negative sample being interpreted as rh (d) positive. For this reason aborh results should always be compared to the patient or donor history.